Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3a; b1; b2; b5; d1; d2a; d2b; d4; e1; g1; g3; h1; h2; h3; h4; h6. The reported event could not be confirmed due to lack of product/information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following. - op report for removal of previous orif wire of left patella. At the 4 corners wires were located, straightened and explanted without complications. (Information around the event of the patella fracture not provided) (not calling out separate due to ongoing patella issue) - revision of patella for unk fracture no operative record provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and1 similar complaint for the part and lot combination, however this complaint was not for a same or similar issue a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was an explant of left patella wires one year post implantation. No further information on the reason for the orif of left patella provided. Subsequently the patient was revised one year after the previous surgery due to an unknown fracture. The patella was exchanged. No further information provided.

Manufacturer narrative:
(B)(4). D10: 42502206601 femur trabecular metal(cr) narrow porous lot# 65561053. 42512000410 articular surface fixed bearing (cr) left 10 mm lot# 65567595. 42532006701 tibia cemented 5 degree stemmed left size d lot# 65904632. 42557000114 stem extension tapered cemented 14mm dia +30mm lot# 65943302. 66056768 palacos r+g fast lot# 64731209. Ni cerclage wires (unk amount) lot# ni. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.